Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was overheating. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.